Event description:
Customer reported that they are not getting any insulin. Customer stated that they are receiving a no delivery alarm on the insulin pump. Customer's most recent blood glucose reading was 360 mg/dl and has treated with 6.0 units through the insulin pump. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.